Event description:
It was reported that alarms (optical and acoustical) for various parameters were not displayed despite exceeding the limits. Also, according to the user, alarms occurred when the limits were not exceeded. A "discharge" of the monitor was performed (back to the basic configuration), which seems to have solved the problem. No adverse patient impact was reported.

Manufacturer narrative:
A complaint was received regarding the occurrence of false negative and false positive alarms. The reported issue could be verified from the provided images based on the alarm limits on the cockpit. It was found that there were mismatched settings on the m540 and cockpit leading to incorrect alarm behavior. Root cause was identified as a race condition that could occur when quickly discharging after docking the m540. A CAPA has been opened to address this issue. A current workaround is to not discharge right away after docking the m540.

Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
It was reported that alarms (optical and acoustical) for various parameters were not displayed despite exceeding the limits. Also, according to the user, alarms occurred when the limits were not exceeded. A "discharge" of the monitor was performed (back to the basic configuration), which seems to have solved the problem. No adverse patient impact was reported.